Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for na+ electrode (na+) on a cobas integra 400 plus. Qc results for na+ were also low. A physician questioned low results that had been reported outside of the laboratory. The customer repeated 4 patient samples on a different integra instrument and received higher results. Patient 1 initial result was 128 mmol/l with a data flag. The repeat was 137 mmol/l. Patient 2 initial result was 122 mmol/l with a data flag. The repeat was 131 mmol/l. Patient 3 initial result was 129 mmol/l with a data flag. The repeat was 135 mmol/l. Patient 4 initial result was 131 mmol/l with a data flag. The repeat was 137 mmol/l. The repeat results were believed to be correct. The na+ electrode lot number was 21514947 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The field service engineer (fse) found damaged tubing and replaced it. The fse conditioned the tubing, performed calibration and instrument checks passed. Precision, calibration and qc results were within specification. All mechanical checks passed. The instrument was working within specifications.

Manufacturer narrative:
Calibration was acceptable on the date of event. Qc results were outside of specification (low) on the date of event. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.